Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and instructed the caller on putting the current pump into storage before returning it. The customer acknowledged and understood the instructions, including those about connecting the cgm and programming settings into the new pump. Replacement pump with updated software was sent, and the customer agreed to use alternative insulin therapy in the interim.